Manufacturer narrative:
(B)(4). Broken jaw at bifurcation. The analysis results of the device found that it was received with the jaws broken at bifurcation. The remaining clips were ejected due to the found condition of the jaw. The device lockout but the orange indicator did not show up. Evidences of corrosion on the broken area were noted. The most likely reason for jaw bifurcation breakage is stress corrosion cracking and the most likely root cause is exposure to a solution containing chlorine. This condition is very unlikely to occur during a surgical procedure and is most likely to occur after post-surgery device cleaning. The jaw breakage is not occurring as a result of the product complaint decontamination process. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the device was found unable to fire. Another device was used to complete the case with no patient consequence.